Manufacturer narrative:
The reported connector anomaly was not confirmed in the laboratory. The reported field event of high pacing lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was noted. The cause of the field event was due to an anomalous transistor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure due to eri, high pacing lead impedance was observed due a header connection issue. It was noted that the setscrew of the atrial connection was sensitive to unscrewing. The device was not used, and a different one was implanted instead with good measurements. The patient's condition was good.